Event description:
It was reported that during the implant procedure, the helix did not extend on either lead. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, distal conductor distorted, outer tubing overlay breached cut, helix/lobe distorted/bent, deformation/fracture in prox section of the inner coil and extension problem noted. Helix/lobe distorted/bent, deformation/fracture in prox section of the inner coil, and extension problem noted.